Event description:
The manufacturer received information alleging a ventilator service required alarm was displayed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and during an operational check, the customer¿s complaint of a ventilator service required alarm was not reproduced. The error log was checked and an entry for an error code for evt_press_sensor_mismatch, the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor), was found. The device's inline proximal filter and muffler assembly were replaced to address the issue.